Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the left common femoral artery (lcfa) with a proglide device, using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure via a 14f sheath. Reportedly, the foot of the proglide device was successfully deployed. The plunger was pulled out of the proglide device and the sutures were successfully harvested. Reportedly, an attempt was made to re-advance the guide wire through the guide wire lumen of the proglide device prior to removal of the proglide device from the patient anatomy in order to place a second proglide device. The guide wire was unable to advance as it met resistance inside of the guide wire lumen of the proglide device. When confirmed under angiography, there appeared to be some occlusion inside of the guide wire lumen. The proglide device was removed. Hemostasis was achieved with the suture of the proglide device. A new puncture site was created and the sutures of two new proglide devices were successfully pre-placed. The tavi procedure was completed and hemostasis was achieved in the lcfa with the sutures of the pre-placed proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) was unable to confirm the reported difficulty inserting the wire in the device. A proxy .038 guide wire was inserted and the device was advanced over the wire without resistance; however, further inspection of the device revealed that the seal valve was mislocated, which could have caused the reported resistance with the wire. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and there were similar events identified from this lot. Root cause analysis concluded that the issue is likely due to manufacturing. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The initial medwatch report was inadvertently filed with the adverse event, requiring intervention to prevent permanent impairment/damage boxes checked. Reported event is a malfunction only.